Event description:
It was reported that during a procedure using the evac 70 xtra with integrated cable, the wand allegedly got too hot and there was visible smoke coming from the tip. Another evac 70 xtra was opened but it did the same thing. The procedure was ultimately completed using a competitor's product. There were no significant delays or pt complications reported as a result of this event.